Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error found on (B)(6) 2022. The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. The test p-cap and reservoir locks properly into the reservoir compartment. No pump error was noted during testing. Pump's history and trace files downloaded successfully using thump software. Pump error was found in the pump history files and traces on (B)(6) 2022 at 10:27 am. Pump was cut open to perform visual inspection and found dried insulin on the motor slide and moisture damage in the battery tube. The following were noted during visual inspection: scratched case, missing display window/cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, overlay scratched, corroded battery tube, and label damage. Pump error was confirmed in the pump history files and traces on (B)(6) 2022 at 10:27 am, due to dried insulin on the motor slide. Moisture damage was also found in the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that they were getting a pump error multiple times but was able to clear the alarm each time it occurs. Insulin delivery was temporarily stopped to ensure your safety. Customer was able to complete rewind. Insulin pump successfully complete steps in displacement verification table. Customer stated that the pump has neither been bumped nor dropped. Alarm occurred during bolus. Customer passed self - test. No harm requiring medical intervention was reported. Customer was advised to discontinue the use of the insulin pump.